Event description:
It was reported that the left ventricular lead has high threshold. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 4068-45 lead implanted 1997-(B)(6), d314trg ICD implanted 2012-(B)(6). (B)(4)